Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/severe pain") and genital haemorrhage ("bleeding /unusual bleeding") in a (B)(6) female patient who had essure (batch no. 678386-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 and gravida. In 2012, the patient experienced menorrhagia ("abnormal periods, start one day on period and stop, or pass blood clots like there is something wrong / heavy menstrual bleeding") and hypomenorrhoea ("abnormal periods, start one day on period and stop, or pass blood clots like there is something wrong"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), rash ("excessive rashes") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dyspareunia, abnormal weight gain, rash and abdominal distension outcome was unknown and the menorrhagia and hypomenorrhoea had not resolved. The reporter provided no causality assessment for hypomenorrhoea with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, dyspareunia, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 3-may-2019: update of information (batch is invalid), case category is amended to incident from other event. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.